Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the lot number informed on the guarantee form does not correspond to the item received. Therefore, the lot number was not considered. Considering the surgical methodology, it was seen that the dentist has used sequence of drills different than the ones recommended for the implant installation.

Event description:
Rp 011712 - the dentist reported that after 6 months dental implant was installed in intraoral region 19#, its non-osseointegration was observed. In addition, 10ncm of primary stability was achieved and the patient presented bone type ii.